Event description:
Reporter indicated that pt has had good seizure control with the vns but has recently experienced an increase in seizure activity. Investigation to date has been unable to determine whether the increase in seizures is above the pt's pre-vns baseline frequency.